Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The results of the investigation could not conclusively specify the root cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU: "IFU states the detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle and plastic distal end cover. There was no patient involvement.